Event description:
Customer reported hospitalization due to low blood glucose. The paramedics were called to treat the low and transport customer to hospital. Customer stated that she has been low for a few days. Customer is a brittle diabetic and suffered a stroke. The blood glucose reading at the time of the event was 13 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.